Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection revealed the helix to be extended, bent, stretched, and clogged with blood. The cause of the helix damaged is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of unstable sensing on the r-wave. X-ray was performed and revealed that the helix of the right ventricular (rv) lead was bent. A replacement procedure is anticipated. The patient was stable.

Event description:
New information was received indicating that the right ventricular (rv) lead was explanted and replaced. The patient was stable.